Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-03742. It was reported the patient experienced a fall and lost effective therapy. Diagnostics indicated both leads had high impedances. Surgical intervention may be pending to address the issue.